Event description:
It was reported that the air dermatome handpiece was not functioning well. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/26/2001 and has no repair history at zimmer surgical or medicrea. This is the initial repair at medicrea. Evaluation of the device observed did not operate upon receipt. Prior to repair, the device was out of calibration specifications. Repair of the device included replacement of the motor, motor sleeve, lever, seal, bearings, semi-circles, vespel sleeve bearing and o-rings. The device has not been returned to zimmer surgical or medicrea maintenance or repair in twelve years; therefore, lack of preventative maintenance most likely cause the device to lack calibration and not operate, which most likely caused the customer's reported event. The device was serviced and returned to the customer.